Manufacturer narrative:
(B)(4). The device history record of batch number 74h1600336 has been reviewed and no issues or discrepancies were found which could potentially relate to this complaint. No rejection report was originated for the lot in question that can be associated to the complaint reported. The device history review shows that the product was assembled and inspected according to the manufacturing specifications. The facility has communicated that the device is not available for evaluation. Teleflex will continue to monitor and trend related events.

Event description:
The bullet-tip came off in the patient during use. It was not retrieved. The patient's condition is unknown at this time.